Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer¿s strips were requested for return. The product is not expected to return as they were all used. The customer returned a different testing strip lot (43002211) for investigation and had acceptable results. The returned product was tested on a reference meter with a high level control: testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:30 a.m. The meter result was 1.3 inr and at the same time the laboratory result was 1.8 inr. The patient's therapeutic range is 2.0-2.5 inr and tests once a week. The patients current condition is moderate